Event description:
MFR received a medwatch report from FDA alleging that a pt died due to entrapment between bedrails & headboard of bed. The MFR of the bed rail & bed is not known. There is insufficient info to conduct follow-up investigation.